Event description:
It was observed during a review of the programming and diagnostic history of vns patients device, that a programming anomaly occurred where the device settings were changed as a result of a 'faulted' system diagnostic test performed at a follow up visit. The patients device was not interrogated prior to leaving the physician's office on the day that the faulted test occurred, and the next time the device was interrogated, which was two weeks later, the settings were noted to be the settings at which the system diagnostic test is performed. The patient's device was re-programmed to the intended settings two weeks following the faulted diagnostic test.

Manufacturer narrative:
Analysis of programming history.